Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported by the customer site that during a brevera breast biopsy procedure on (B)(6) 2025, the anesthetic medication was not delivered by the device, causing the patient to feel pain during the procedure. It is reported that the procedure was successfully completed with the same device. No further information is currently available.

Manufacturer narrative:
An investigation was conducted: it was reported by the customer site that during a brevera breast biopsy procedure on (B)(6) 2025, the anesthetic medication was not delivered by the device, causing the patient to feel pain during the procedure. It is reported that the procedure was successfully completed with the same device. The device was not available for return; visual and functional analysis/testing could not be conducted for the described event. The sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not carried out. Investigation for this issue was conducted through customer provided information, historical data review, similar complaints analysis, and product design evaluation. Without the returned sample, it is not possible to confirm a definitive root cause of the issue. Conclusion: the reported issue could not be confirmed because the device was not returned. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and the device was released meeting all qa specifications.